Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns regarding premature battery depletion with the subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates. 40% in november, 37% in march, and 16% in may. Data analysis showed the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Boston scientific technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns regarding premature battery depletion with the subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates, 40% in november, 37% in march, and 16% in may. Data analysis showed the power consumption is increasing in a gradual fashion. Boston scientific technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. This product remains in-service. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional adverse patient effects other than the replacement procedure.

Event description:
It was reported that there were concerns regarding premature battery depletion with the subcutaneous implantable cardioverter defibrillator (s-ICD). Furthermore, there were differing longevity estimates. 40% in november, 37% in march, and 16% in may. Data analysis showed the power consumption is increasing in a gradual fashion. Boston scientific technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. This product remains in-service. Additional information was later received from the field that confirmed the device has been explanted and replaced successfully. There were no additional adverse patient effects other than the replacement procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report will be updated should additional information become available or if analysis is completed.